Manufacturer narrative:
G4: 25nov2019. B4: (B)(6). The service technician could not duplicate the touch screen issue. The service technician calibrated the touch screen, but the issue was not improved. The service technician replaced the touchscreen to address the reported issue. The determination could not be made that the device failed to meet specifications. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08feb2020. B4: 10feb2020. Failure analysis on the returned touch screen shows that the returned touchscreen passed all test. No fault is found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/02/2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement or harm.